Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Product was returned for failure analysis, and upon receipt of the product, it was determined that the customer returned visibly soiled patties which were saturated with the patient¿s blood. Since the product was returned in this state, they were deemed not able to be analyzed and the complaint cannot be confirmed. If unused product from the same lot can be returned, this will be tested in place of the used patties which were received, and this complaint record will be updated. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished goods testing was performed prior to release. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the surgical patties lost fibers during procedure. The event led to 15 minutes surgical delay.